Manufacturer narrative:
Pc-(B)(4). Date sent: 4/15/2020 batch #t5f09w. Investigation summary the analysis results found that a psee60a device was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging returned for analysis, no visual inspection could be performed to evaluate the incident reported. It could not be determined what may have cause the reported event. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The event could not be confirmed as no packaging was returned for analysis.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the sterile pouch was drilled. Another device was used to complete the procedure. There were no patient consequences reported. No additional information is available at this time.